Event description:
It was reported that cgm displayed error message 42 on g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through full pump reset, after which error did not return and sensor session was successfully started with no further issues.